Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the pain, bump, and discomfort at the ins site was caused by implantation. In response, it was replaced again, this time deeper.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the way the patient¿s implanted neurostimulator (ins) was implanted was causing pain. The ins was sticking out and the patient had a tremendous bump there. They noted that it was not sticking through, but was sticking up so that they had a bump. They couldn¿t tolerate the pain. The ins was replaced on (B)(6) 2016, noting that they took the ins out but left the wiring. It was noted that the pain began very soon after they were implanted on (B)(6) 2016. There were no further complications reported or anticipated. Additional information was received on 2017-05-18 from a manufacturer representative (rep). It was reported that the rep was told of the pain and ins sticking out upon meeting the patient on the day of surgery.